Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image of the 180 series scope was no longer reflected due to the failure of the patient board set (ap board, dr board). There was a design change of the dr board made on april 16, 2018, which likely led to the endoscopic image not coming out in combination with the 180 series scope. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that no image was displayed and the scope was not recognized when connecting olympus, model series 180 scopes to the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without delay using a different cv-190. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.